Event description:
A physician actuated the bravo capsule deployment when it "crumbled in my hand" per the physician. He stated it felt like the internal spring broke as he attempted to deploy it. The bravo capsule did not adhere to esophagus wall lining as expected and ultimately fell into pt's stomach. Per physician documentation, "bravo placed at 30cm but due to fault with deployment it was dislodged, suction mark seen on esophagus and bravo capsule identified in stomach. "